Event description:
Customer reportedly received result of 255 mg/dl on the advantage system while using comfort curve test strips, and result of 96 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was unable to obtain this information. It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 303171, expiration date 04/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the advantage system.